Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's ipg would provide intermittent stimulation and shut off at times. No error messages were displayed, and communication was able to be established with all external devices. As a result, surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative, and the issue has resolved.